Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a surgeon requested information on whether it was possible for a femoral locking screw to back out. It is unknown whether a patient is experiencing any adverse effects or if there has a product malfunction.